Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery light is flashing and beeping; due to the backup battery failing to charge . No patient involvement reported.

Manufacturer narrative:
As requested, the manufacturer's field service engineer sent the backup battery to the customer for replacement. The customer will perform the installation.